Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image and performed safety checks on the insulin pump and the error was found. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the device. A replacement pump will be provided to the customer and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, no critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test but failed the self-test due to pump error 75 caused by moisture damage at the j6 on pcba 1. Pump failed the sleep current test due to moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found multiple: pump error 75 alarmed during testing on 02/15/2023 07:19:07.000. Pump error 68 alarmed during testing and on 12/18/2022 12:33:03.000. Pump error 49 alarmed during testing and on 12/18/2022 12:33:03.000 to 12/18/2022 12:35:55.000. Pump error 23 alarmed during testing and on 12/18/2022 12:36:07.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, motor, and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor was not tested outside of pump due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Pump passed all other required testing but failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss was confirmed due to high sleep current due to moisture damage on the electronic assembly. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 75, pump error 68, pump error 49, and pump error 23 confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.